Event description:
Device malfunction: premature deployment. Time of malfunction: while back loading the stent on the guide wire. Symptoms/ae: none. It was reported that during a stenting procedure, when the xpert stent was being back loaded onto the guide wire, the physician noticed the stent had partially deployed. It was unk if the locking mechanism was in the locked position. No resistance was reported to have been felt. A second xpert stent was advanced and deployed without incident completing the procedure. There was no reported adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.